Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found defective tip clamp in position 7 and 10. Fse replaced both tip clamps and verified repairs. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).